Event description:
The distributor's customer reported that while in use during a procedure, a flame was noticed on the tip of the pencil resulting in the pencil being turned off and not used. There was no pt injury.

Manufacturer narrative:
(B)(4). Eval of the incident device found charring and tissue build-up on the tip of the blade. Testing found the device to function normally. The instructions for use state that tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material.